Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Regulatory agency reported on behalf of patient "rupture". This record is for the left side. The device remains implanted and it is unknown if the device will be returned.